Event description:
During an in-clinic follow-up, oversensing which resulted in pacing inhibition was detected on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable.